Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia on (B)(6) 2026. The patient's blood glucose level rose to 404 mg/dl while wearing the pod between 36 and 48 hours. The patient reported a discrepancy of about 80 mg/dl between glucose readings from the dexcom app, the omnipod app, and manual testing despite calibrating the device. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. Symptoms reported included weakness and vomiting. The patient called their doctor, who advised them to attend ER. The patient was treated with intravenous insulin, and they were still in ER at the time of this report. The pod was removed in ER to start treatment. Dexcom were notified of this event on (B)(6) 2026.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed no alarms, timeouts, or drive stalls occurred that would indicate an issue or failure to deliver insulin. No problem was found regarding the reported bent/kinked event. Inspection of the patient history buffer (phb) data found that the pod and continuous glucose monitor (cgm) were connected for the majority of runtime. Though invalid estimated glucose values (egv) -1, 1, 5, and 10 were observed during runtime. The invalid egv values indicate that the pod experienced periods of time where there were connectivity issues with the cgm, sensor inactivity issues, and sensor calibration issues, as well as a brief period of a power aberration. No damages or deficiencies were observed in the pod that would lead to a pod and cgm communication issue. It could not be conclusively determined whether the sensor was correctly reading the user's glucose values and correctly communicating them to the pod. The exact cause of the reported cgm values incorrect reported event could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.2 hardware: iphone12.1 cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.